Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the programmer would not boot up and therefore the hard drive was replaced. Analysis also found that the system fan was noisy and it was therefore also replaced. (B)(4).

Event description:
It was reported that the programmer does not start up. It was also noted that it was just recently in for repair. The programmer was returned for service. No patient complications have been reported as a result of this event.